Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasions were found at 9.3-9.7cm, 10.4-10.8cm, 13.8-14.9cm, 31.6-32.8cm, and 33.4-34.0cm from the distal tip. External insulation abrasion was found at 9.1 1-10.3cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact in all locations.